Event description:
Rec'd notice of complaint concerning above product from technical dir. Clinical variance report from facility states the venous line clotted, causing pressure to build up and resulting in the arterial blood line disconnecting from the blood port adapter. Reporter blood loss was greater than 100cc. Spoke with chief tech at facility regarding complaint. States that many of these adapters are cracked and/or scratched resulting in a blood leak. Chief technician was not aware of details of pt event. Left message for dir of nursing to return call in order to obtain clinical info. Actual samples were submited to "qs" from facility. Forwarded for eval.